Manufacturer narrative:
Programmer model 8840, lot# unk, serial# unknown, catheter model #: 8709sc, lot#: n196661016, implanted: 2009 (B)(6), explanted: unk.

Event description:
The health care provider reported that a bridge bolus was incorrectly performed when changing concentration from 500 mcg to 1000 mcg of lioresal. The dose to deliver the bridge was programmed as 749 mcg/day, rather than 991.77mcg/day. The bolus was infusing for 30 minutes at the time of the report. No patient symptoms were reported.

Event description:
It was later reported that the pump contained gablofen. The health care provider indicated that the cause of the event was: pump had been adjusted/dose increased outside of our clinic. Nurse reset to the last rate we had documented. (User error). Resumed correct dose after 30 minutes. There was no patient injury due to the event, per this reporter.